Manufacturer narrative:
The insulin pump alarmed motor error during the rewind due to corroded motor home switch. Unable to verify alarms due to motor anomaly.

Event description:
The customer reported an alarm and insulin squirting out as she was changing the infusion set. The reported blood glucose reading at the time of the call was 453 mg/dl. Had the customer inspect the drive support cap, and she confirmed it was protruding. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.